Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:( (B)(4). The expiration date is currently unavailable.

Event description:
It was reported via email that a doctor experienced an issue a dynacord break. After following up with the sales rep via phone, he stated that during a rotator cuff procedure while the doctor was tying the half hitch knot, the dynacord broke. He did not think it needed to be reported since the break was where the doctor was going to cut the suture in the end. There were no patient consequences or delays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is implanted in the patient and will not be available for a physical evaluation. This complaint is not confirmed. It was reported that the suture broke during the tying of the half hitch knot. No information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed with one incident. This event is not relevant to the complaint condition since it concern a qualification for assembly and vacuum drying process therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).